Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial# (B)(6), product type mobile platform product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were continuing to get error codes and crashes and the use of the ptm (personal therapy manager) took increasing amounts of time and it was always hanging at 90%. The patient stated that they had seen service code 338 (connection interrupted), 156 (application restarting due to system error), along with others and error code 0x507578a5. The ptm programming was ¿20x/12h, 40x/day, 10 min lockout.¿ the patient stated that the handset had been replaced multiple times and within a day or 2 of getting a new handset it reverted back. The agent warm transferred the patient to hcit (healthcare information technology) to do a hard reset of the handset. The patient called again on (B)(6) 2024 stating that the "hard reset" that the hcit agent performed on friday did not help their connection issues and the error code 156 "among others." The patient stated that they had had their handset replaced before and it had helped their telemetry issues for a while. The agent suggested/recommended that the patient work with their doctor about the ptm programming, but per the patient, the doctor wouldn¿t change the settings. The patient mentioned "this is a big problem for me." A replacement handset was requested from the repair department for the error code 156 and poor telemetry. No patient injury reported.